Event description:
Tip of rongeur has broken off. It is not known when the device problem occurred.

Manufacturer narrative:
Examination of the returned instrument confirmed the top jaw of the rongeur broke off. The cause is attributed to misuse and/or heavy usage/wear out. The hinge pin is susceptible to breakage when the instrument is used to twist or pry after clamping. The vendor date code 97/4 indicates the product was manufactured in the forth quarter of 1997 and is a few months of being 12 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.